Manufacturer narrative:
The customer meter was returned for investigation. The strip lot was found in the meter memory. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The customer complained of questionable inr results for 5 patients from coaguchek xs meter serial number (B)(4) compared to the laboratory. Of the data provided, there were discrepant results for 1 patient. At 12:22 pm the result from the meter was 4.9 inr. The result from the laboratory was 3.5 inr within 7 hours of the meter result. There was no allegation of an adverse event. The patient held her dosage based on the meter result. The patient's condition was "fine". The patient was not anemic, not polycythemic, no heparin, no lovenox, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, and no new medications. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The suspect device was requested to be returned for investigation.